Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that a kink was observed in the sheath assembly. It was also noted that the imaging window was twisted, the core image was wound up with a broken drive shaft, and the guidewire exit port was found to be damaged. E1: initial reporter city: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 100% target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device became stuck with the jupiter fc guidewire. The device was removed together with the guidewire. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 100% target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device became stuck with the jupiter fc guidewire. The device was removed together with the guidewire. The procedure was completed with a different device. There were no patient complications.